Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, screen black, it disappears when angulated to the up position. Based on the results of the investigation, it is likely the following led to the malfunction: electrical problems. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope had a scope communication error e216 during inspection for use. There is a little dent on the cable but no hole and no issues with the image. There were no reports of patient involvement.